Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number (B)(6)) being exchanged was confirmed via the submitted log files. A review of the submitted log files on the reported event date of 16dec2025 captured the driveline being disconnected from the system controller for the reported controller exchange at 10:20:34. The provided log files did not capture any atypical events or alarms pertaining to the system controller and the controller operated as intended throughout the data. Available information for this event indicates that the patient presented with low flows but was asymptomatic. The low flows resolved after the controller was exchanged. Per provided information the root cause for the controller exchange was attempting to resolve the low flow alarms. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook are currently available. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low flow of zero and was asymptomatic. Their pump speed was decreased, and they were given albumin. Log files were submitted which captured the flow estimator dropping abruptly to zero on (B)(6) 2025 at 16:43, and the fixed speed dropped to 3000rpm at the time as well. Flows appeared to recover back to 4lpm as of 17:03 the same day. The cause of the zero flow was not identified. The patient was in the cardiovascular intensive care unit (cvicu) recovering. They were having atrial arrhythmias intermittently with ventricular tachycardia associated with low potassium. The patient was cardioverted and was being weaned off inotropes. It was additionally communicated on (B)(6) 2025 that the patient had another "low flow of 0," and was symptomatic, though the symptoms were not specified. A controller exchange was performed, and the patient regained their flows. Additional log files were submitted which captured low flow events on 09dec2025 and 16dec2025.